Manufacturer narrative:
A ge rep evaluated the sys and made multiple x-rays, and could not reproduce the error. Inspected interconnect cable and high voltage cable, no problems found, inspected lemo connector and found two loose pins. Repaired loose pins. Inspected and reseated circuit boards in the work station. No problems found. Retested sys, made multiple x-rays. Tested various functions, including cine, mag, and collimator. All work without problem. Reviewed event logs, and found one fast stop activated error. Ge rep let sys stand booted up for extended period of time, returned, and still made x-rays with no problem. Sys operates as intended.

Event description:
The customer reported the sys would not display an image during fluoro. No pt injury was reported.